Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application displayed an error message that the g5 transmitter was not found. No additional event or patient information is available.